Manufacturer narrative:
Three device samples were received for evaluation. This devices had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned products did not meet specification as received. Visual inspection found no defects. The water circulated normally through the samples. The samples did not read the temperature properly. The needles were removed. The solder joints at the tip of the thermocouple were found to be broken. The investigation identified the root cause of the reported event to be a poor solder joint. A trend has been identified. Corrective actions have been implemented to mitigate this issue. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted. (B)(4) product not sold in USA. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that there was a defective plug causing the electrode not to activate. The other two electrodes in the kit were used to complete the procedure. There was no indication of patient injury.